Event description:
Customer reportedly noted the vaporizer's interlock system was not working properly. There was no reported pt injury. Co's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.